Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient suffered from a distal radius fracture and was implanted with plate and screw construct on (B)(6) 2011. Post-operatively, patient suffered from an extensor tendon disruption. Surgeon reported that this was most likely caused by a screw which was possibly too long. Patient returned to the or on (B)(6) 2012 for removal of hardware. The fracture was healed and the surgeon chose to remove all of the implants. The surgeon did not revise with anything else, because the fracture was healed. This is 1 of 1 reports for this event.